Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire was not returned for analysis. It was reported by the physician that the atherectomy device likely caused the guide wire damage. Guide wire separations may also occur when the distal end is subjected to tensile or torsional loads beyond its design limits causing the distal end to detach. Typically, the fracture site morphology shows the wire was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A wire being over pulled or over torqued would require the wire to be trapped, possibly within another device or in the anatomy in order to create the required forces to damage the wire as described. Any attempts to move the wire in a trapped state would have then likely resulted in the reported guide wire separation. While there was no reported resistance it is possible there was interaction between the guide wire and the atherectomy device. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. No damage to either device was reported prior to use, which would indicate that the damage was likely not pre-existing. A review of the lot history record was performed and there were no issues found that could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Based on the reported information the guide wire separation appear to be related to operational context and there is no indication of a product quality deficiency. Manufacturing performs a non destructive pull test on each guide wire, and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during use of the allstar guide wire in the peroneal artery with a non-abbott atherectomy device (1.8), the radiopaque tip of the guide wire broke off and embolized into a collateral vessel. No attempts were made to retrieve the separated tip because it was in a collateral vessel. The physician felt the rotations of the non-abbott atherectomy device caused the guide wire to snap. The procedure was stopped at this point because the physician felt that there was adequate blood flow. The patient did not experience any adverse effects. There are no plans at this time to bring the patient back to try and retrieve the separated tip. No additional event or patient information was provided.